Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR report # 2916596-2018-00763. This report is being submitted as additional information. (B)(4). Approximate age of device - 10 months . Manufacturer's investigation conclusion: review of the submitted log file confirmed the reported pump stoppages; however, a specific cause for the interruptions in pump function could not be conclusively determined through this evaluation. The log file captured multiple pump stop events while the system was operating on both the power module and mpu. The events showed corresponding elevations in pump power. Based on previously reported events, the data captured in the log file appears consistent with a potential driveline issue. Additionally, the report of no external power and power disconnected events can be confirmed. For the duration of these events, the patient was supported by the backup battery and the pump stayed above the low speed limit. The hmii lvas patient handbook and IFU explains that all heartmate ii lvas percutaneous lead have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. On (B)(6) 2018, it was reported that the patient was taken to the emergency department (ed) after being found unresponsive with the vad off. A computed tomography (CT) of the patient¿s head showed no acute findings. The patient was started on intravenous milrinone and heparin for a subtherapeutic inr. The subtherapeutic inr was reported to be due to patient¿s non-compliance with medications. System controller history interrogation revealed pump stoppages. The manufacturer¿s technical services reviewed the provided log file which contained data from (B)(6) 2018 to (B)(6) 2018 and observed several pump off, low flow and low speed events on (B)(6) 2018 all while connected to either the grounded patient cable on a power module or the mobile power unit (mpu). This type of behavior has been linked to potential issues with the percutaneous lead (driveline). Internal x-ray images of the driveline were unremarkable; however, one x-ray image of the external driveline showed a kink in one location. The patient refused a distal end percutaneous lead (driveline) replacement and was scheduled to be discharged home with an ungrounded patient cable for use while on power module support. No additional information was provided.